Manufacturer narrative:
Merge healthcare is further investigating the customer's allegation and will determine if any corrections or corrective actions are required.

Event description:
Merge pacs is a picture archiving communication system that is intended to create and display two-dimensional and three-dimensional images of anatomy from a series of digitally acquired images. Pacs is designed and marketed for soft copy reading, communication, and storage of studies produced by digital modalities. On (B)(6) 2016 a customer reported that while viewing images of clavicle they observed that the dicom tags were identifying the images as being the patient's left side regardless of whether it was an image of the patient's left or right clavicle. As the customer also places markers to identify the patient's side the issue is easily noticed. However, if the customer did not place the marker the dicom tags incorrectly tagging the images has the potential to lead to incorrect treatment or misdiagnosis. There was no indication from the customer that any patients were harmed due to this complaint. (B)(4).

Manufacturer narrative:
The investigation performed found that the merge pacs software was functioning as designed. The dicom tag was coming over from the 3rd party modality incorrectly. The customer is working to resolve the issue with their modality vendor. The information is available to the customer on their modality.